Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet did not charge when placed on the charger, with the charge indicator alternating between solid and blinking blue, and the device did not respond to the wake button, consistent with a device power or charging malfunction involving the battery or charging interface. Symptoms included no adverse clinical effects, with blood glucose reported as 145 mg/dl. Outcomes included no interruption of therapy that resulted in injury and continued cgm use while awaiting replacement. Investigation included customer troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a charging and power failure consistent with battery depletion or charging system malfunction, without alarms. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or battery fault of the device.